Event description:
It was reported the programmer had difficulty booting up and staying on. It was also reported the latch on top is loose and the lid spring is faulty. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).